Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent an unknown breast surgery with a mentor smooth round spectrum, 375cc saline breast implant experienced left-sided deflation post procedure. The MRI examination confirmed the deflation. As a result, patient scheduled for replacements on (B)(6) 2021.

Manufacturer narrative:
New information received on october 13, 2021 indicated that the patient underwent bilateral replacements as follow: l/cat#: 3502475, sn#: (B)(6) , r/ cat#: 3502475, sn#: (B)(6) on (B)(6) 2021, manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on october 22, 2021. Device evaluation completed on october 27, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the spec smooth rnd 375cc breast implant had a tear on the anterior view extending to the posterior view, measuring approximately 9.0 cm. Additionally, a crease/fold within the tear was identified on the posterior aspect. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on november 05, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the spec smooth rnd 375cc breast implant had a tear on the anterior view extending to the posterior view, measuring approximately 9.0 cm. Additionally, a crease/fold within the tear was identified on the posterior aspect. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).